Manufacturer narrative:
(B)(4). Attempts to obtain patient information have been unsuccessful. Facility declined to provide patient information. No tests/laboratory data available. The implant or explant dates are not applicable to this device.

Event description:
This case was reviewed and investigated according to the manufacturer's policy. It was reported during a planned peripheral procedure for treatment, inside the body during pullback or recording, the image was lost on the manufacturer's product. Another same product was used to complete the procedure. There was no patient injury; no status decline; and no intervention required to prevent injury. Visual and microscopic inspection and an image test were performed on the returned device. There was a hole to the right side of the weld leg in the proximal uv fillet and observed sanguineous material inside the void. It was determined the hole is a void caused by air trapped inside the adhesive. The surface around the top of the void (at the hole opening) appeared rough, which indicates that adhesive material may have been removed after manufacturing. The device was recognized by the system but produced an incomplete image. The probable cause of the failure is the hole in the proximal fillet that led to fluid ingress into the device, as evidenced by the sanguineous material observed in the proximal fillet. The pinhole is likely due to an air bubble or void on the surface of the adhesive that opened during use. It appeared that adhesive material may have been removed after manufacturing. It could not be conclusively determined when the cause of the damage occurred. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. Additionally, complaints are monitored by monthly complaint review board process. The product problem is being reported as there is a potential for harm if the malfunction were to recur.